Event description:
It was reported that the patient experienced inappropriate shocks due to lead noise. Externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
A partial lead was returned in two sections. An external insulation abrasion was noted at 6.8cm - 7.7cm from the distal tip. An external insulation abrasion was observed at 46.8cm - 47.1cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted between 8.5cm - 19.4cm from the distal tip. The etfe coating was intact at these abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.